Event description:
Litigation papers received. Papers allege patient suffers from severe metal poisoning and metallosis, excessive levels of chromium and cobalt in his blood.

Event description:
(B)(6) 2012- plaintiffs preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened

Manufacturer narrative:
(B)(4). UDI: unavailable. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update ¿ 09/16/2016, 09/26/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the medical record reported pain, elevated metal ion levels, corrosion at the head/neck taper. The revision surgery notes reported a primary diagnosis of loose femoral component, but during the procedure the femoral component was found to be well fixed. Updated cup/head and added sleeve and stem.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.